Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " the revision procedure that occurred on (B)(6) 2013 was reported on manufacturer report number 1825034-2013-01823.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011. The patient was revised on (B)(6) 2013 due to a periprosthetic fracture. The bearing, tibial tray and finned stem were removed and replaced. Subsequently, patient was revised on (B)(6) 2014 due to loosening of the patella. The patella was removed and replaced.